Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on all lead contacts of the lead position lumbar two. Patient had lost stimulation as a result. The patient denies any traumas or falls. Surgical intervention is anticipated in the near future. No further information is available.